Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified two openings, fold creases, white particles calcification -like in device outer surface and red particles was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify opening crease sharp, one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported left side rupture and "exchange from textured to smooth implants due to the patients concerns with the product." Device has been explanted.